Event description:
It was reported that two days following the implant procedure, the right ventricular (rv) lead exhibited dislodgement. The lead was repositioned three days later, when it was noted the lead was unstable and impossible to replace as the coil was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.